Manufacturer narrative:
Additional information can be found in the following fields: h3. Analysis information can be found in fields h6 and h10. Intuitive surgical, inc. (Isi) received the endoscopic camera manipulator (ecm) involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint upon visual inspection: physical damage along axis 4. The a4 mechanical cables will be replaced as a fix. A root cause of the reported failure was attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed that the endoscopic camera manipulator (ecm) was damaged. The fse replaced the ecm to resolve the issue. The system was tested and verified as ready for use. The ecm was returned for further investigation; however, evaluation/investigation has not been completed. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when evaluation is completed and/ or if additional information is received. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the remotefe procedure log showed the low anterior resection surgical procedure was performed on (B)(6) 2022 via system (B)(4). Review of the provided image is consistent with the alleged complaint: a wire was protruding from the camera set part of the ecm. Root cause of the failure mode cannot be confirmed without the returned device. This complaint is considered a reportable event due to the following conclusion: the fse confirmed the reported issue in the investigation and replaced ecm after the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the clinical sales representative (csr) informed the technical support engineer (tse) that the endoscopic camera manipulator (ecm) moved non-intuitively. The procedure was completed under this condition with no reported injury. After the surgery, the customer noticed that the ecm axis 4 was damaged. The field service engineer (fse) will follow up. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. The system initially powered on without errors. The instrument was inspected prior to use with no issue. The endoscope did not rotate as surgeon intended. The non-intuitive motion of the camera did not cause any adverse effect to the patient¿s tissue. There was no unexpected bleeding.